Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Report numbers: 1038671-2023-02348, 1038671-2024-04784 d10: ( (B)(6) ) 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. ( (B)(6) ) 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5. ( (B)(6) ) 02-022-44-2511 - truliant tib imp psc insert sz 2.5, 11mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02348, 1038671-2024-04784. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 38 months after a left total knee replacement procedure, the patient underwent a revision procedure to address increased swelling, pain, instability and prosthesis wear/loosening. Initial surgery and revision surgery operative notes were provided. Post operative findings noted failed left total knee secondary to polyethylene wear and aseptic loosening of the femoral component. Intraoperatively, the surgeon observed no signs of infection or purulence. Synovitis, scar tissue and early wear of the patellar button and a loose femoral component were noted. These components were removed with minimal bone loss. No medical or surgical interventions were reported. No additional information is available.